Manufacturer narrative:
Analysis of the altrix data revealed the device was compensating for a patient temperature deviation due to the underlying condition. The device did not alarm because the water temperature deviation was within the allowable range to manage patient temperature. If the patient temperature had deviated by more than 0.5 c, the device would have alarmed. Therefore, the alleged water temperature deviation would not have resulted in the product exhibiting a malfunction.

Event description:
It was reported that there was temp deviation during therapy. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Event description:
It was reported that there was temp deviation during therapy. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Manufacturer narrative:
Updated model number. Serial number still pending. Investigation is still on going.

Event description:
It was reported that there was temp deviation during therapy. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.